Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had developed a pump pocket infection in approximately (B)(6) 2014. On (B)(6) 2014 the patient experienced an unspecified neurologic event and became unresponsive. On (B)(6) 2014, the family requested that the pump be shut off. The patient expired on (B)(6) 2014.

Manufacturer narrative:
Approximate age of device: 4 yr and 9 mo. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. No device-related issues were discovered during the evaluation of the returned lvad pump. The device was returned assembled with the driveline intact. The distal half of the inflow conduit flex section and the inlet elbow were returned with the pump. The inlet tube and the proximal half of the inflow conduit flex were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump upon disassembly revealed depositions of loosely coagulated blood within the inlet elbow and the inlet stator. Their lack of both lamination and denaturation suggests that these depositions developed acutely. Additionally, there were no apparent thrombus formations or developed depositions identified through this evaluation. Therefore, although a root cause for the reported event could not conclusively be determined, it is unlikely that the depositions identified through this evaluation were present while the pump was in operation supporting the patient. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.